Manufacturer narrative:
Patient ID also reported as (B)(6). Complainant part is not expected to be returned for manufacturer. Review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, during an unknown surgery, the tip of a drill bit broke off into the patient's bone while drilling a hole for an unknown 2.7mm plate in the transcortical. The surgeon left the broken fragments in the patient's body. The procedure was successfully completed without surgical delay using a backup drill bit. Patient status is unknown. Concomitant device: plate (part#: unknown, lot#: unknown, quantity#: 1); tibial nail (part#: unknown, lot#: unknown, quantity#: 1). This compliant involves one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).